Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported: "when remifentanil was injectioned in the anesthetic, the patient consciousness level was clear. Although the psi value was 25, the patient could talk to the doctor. After that, muscle relaxants was injectioned. Then although the patient consciousness level was low, psi value rose to 70." No consequences or impact to patient was reported.